Event description:
Reportedly, 3 days after implantation, pauses and no spikes observed on external ECG: this behaviour has been present on the same day of the implant and the physician tried to solve this by replacing the old lead without success. Then, she decided to replace this device solving the problem. The physician returned this device asking for analysis.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.